Event description:
Date of the event is unk. The customer reported there was a stream of fluid coming out of the port with a full bag. As the bag was emptying, the fluid was dripping down the tubing into the pump. No other details of pt or event are available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. H3: the product has been requested to be returned for eval. Follow-up report will be filed if set is received in future.